Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that an unknown issue was noted on the implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and right atrial (ra) lead. No changes or intervention was reported. The patient condition was stable.